Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert for eri. Premature battery depletion was suspected. The device is part of the advisory. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. Further analysis was not performed.